Event description:
It was reported that on (B)(6) 2021, a right shoulder joint arthroscopy and bankart repair were performed to treat the patient's recurrent right shoulder dislocations. A twinfix ultrabraid suture anchor was used. The patient was discharged on (B)(6) 2021, but one month after surgery, itchy hives started to appear throughout the patient's body, and spread to the limbs, with itching and swelling of the lips. The patient self-kept to a hypoallergenic diet without any effect. The patient took ag (zyrtec, cetirizine) once every 2 days with moderate effect, and linear urticaria (dermographism) began to appear. The patient was diagnosed with chronic spontaneous urticaria (titanium fasteners) and recurrent angioedema. It is unknown what remedial actions were taken and the current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the source of the itchy hives reported to appear throughout his body, spreading to the limbs, the 5¿6-point pruritus and the swelling of the lips cannot be confirmed, but allergy cannot be ruled out. It is unknown if an underlying medical condition, not seeking early medical intervention could have contributed to the unresolved symptoms. However, it was reported the patient has been advised to follow up with an allergist. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.